Manufacturer narrative:
The analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable aspartate amino transferase results from the cobas c 503 analytical unit. The initial result was 6.18 u/l. The repeat result with a 1:20 dilution was 3772 u/l with a data flag. The next day the result from a new sample had a high result accompanied by a data flag. No specific data was provided.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. The investigation found the event was consistent with a sample-specific issue. There was no product problem identified.